Event description:
Covidien received information stating that while in use on a patient, the ventilator generated an error message and the screen went blank. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended running replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and to have a covidien customer support engineer (cse) flash software. (B)(4).